Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon for evaluation. The technical service representative could not duplicate the reported issue during testing. The image produced was stable and clear with good color rendition. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would turn to static green lines. The procedure was completed using another avl video monitor. No delay in the procedure or harm to the patient or user was reported.

Manufacturer narrative:
Upon review of the service history for the video monitor, it was determined the video monitor was serviced twice prior to this event. On (B)(6) 2018 , the device experienced purple lines. The customer returned the video monitor, a blade and a video cable for service on (B)(6) 2018 , where the purple lines were duplicated. The failure was isolated to the back shell assembly, which was replaced. The video monitor, blade, and video cable were returned to the customer. On (B)(6) 2018 , the device experienced green static lines and only the video monitor was returned for service on (B)(6) 2018 ; where the green lines could not be duplicated. The video monitor was returned to the customer; however, the customer reported that they continued to experience the static green lines. On (B)(6) 2018 , the blade and video cable used during the event were not returned with the monitor for evaluation and verathon technical service was unable to duplicate the issue. The device was returned to the customer and a follow up call was performed on (B)(6) 2018 to verify that the blade and video cable used with the monitor during the event were functioning as expected. During the call, the facilities biomedical engineer (biomed) indicated that they received the video monitor from verathon, and continued to experience the static green lines on the screen. The biomed stated they isolated the issue to the video monitor by testing it with known good blades and video cables. As the device continued to experience static green lines, the video monitor, the blade, and the video cable were returned to verathon for additional evaluation on (B)(6) 2018 . The verathon service technician evaluated the returned video monitor, blade, and video cable and duplicated the reported issue. The evaluation found that upon power up, static and green lines would appear on the screen. The issue was isolated to the main pcba, which was replaced. Upon replacement of the main pcba, the device would produce an image that was stable, clear, and had good color rendition. While root cause could not be conclusively determined, it is believed that the green lines could not be identified without testing the unit in conjunction with the customer's blade. The device was returned to the customer for use. A verathon complaints handling specialist performed a follow up call with the facilities biomed, on (B)(6) 2018 , to confirm functionality of the device. The customer confirmed that the device was received, passed all functional tests, and had been returned to use. Corrective action is not required at this time. Verathon will continue to monitor for trends.